Event description:
Healthcare professional reported, right side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening sharp assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: crease flat observed, in the device. No further actions are required, as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d4, g4, h6.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Initial reporter name and address: postal code : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with a non-allergan device.